Event description:
A report was received that the patient was having difficulty charging his ipg. After troubleshooting, the bsn technical support engineer determined that the ipg was exhibiting premature battery depletion. The physician has recommended that the ipg be replaced.